Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Additionally, it was reported that multiple occlusion alarms occurred. There was no impact to the user's blood glucose level. The user changed all the supplies.

Manufacturer narrative:
(B)(4).